Event description:
It was reported that the device would not power on ac or dc power. There was no report of any patient involvement associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power pcb assembly at the failure analysis center and verified the reported/observed failure. Physio observed an electrical short of the pcb but was unable to determine the cause of the failure.